Manufacturer narrative:
Concomitant product: product ID 8711-50, lot # n24379, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a consumer reported that regarding the circumstances that led to the pump being turned off in 2012, it was noted that the patient went in for a refill and the pump was still full. This had reportedly occurred at 2 consecutive refill sessions. The hcp aspirated medication out of the pump and tested it to ensure the patient had not tampered with it, and the tests showed the drug was not tampered with. Then the patient had a gallbladder attack, and had it removed, and had nothing for the pain because the pump was not dispensing; and because the patient had morphine in the pump, the hcp would not prescribe oral medications. The patient stated they went through hell because they went through surgery with no medications. The pump was turned off after the gallbladder surgery. The reason the pump was turned off was because it was not working. The issue had not been resolved.

Event description:
It was reported that in 2012 the patient heard what sounded like a critical pump alarm. The patient initially thought it was something ¿outside.¿ there were no symptoms at this time. On an unknown date the patient experienced delirium tremens (dts) and had her gallbladder removed. Shortly after the patient¿s gallbladder was removed, she was given nothing for pain because there was morphine in the pump. However, it was later found that the pump had not been dispensing medication and so the pump was turned off completely. At the time of the report, the pump was empty and was likely at end of service based on the implant date. The patient currently did not have a managing physician was seeking a physician in her area. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.